Event description:
It was reported that the patient experienced ineffective therapy following recent trauma. The patient is unable to enter their device into MRI mode due to high impedances on the right lead. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The date of event is estimated.